Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open solder connection inside the distribution node (dn) . The cause of the gong alarms and test failure is the open connection. The root cause of the open connection cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a french patient's device was producing constant gong alarms.